Manufacturer narrative:
The device was manufactured prior to the UDI being required. Device received but not yet evaluated.

Event description:
It is reported that the device broke while impacting femoral trial.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device exhibits fracture and also shows dings. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause can be considered as wear and tear due to normal usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.